Event description:
The user reported that during percutaneous transluminal coronary angioplasty, the balloon inflation was seen under fluoroscopy, but the gauge needle did not move. The device was replaced. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.